Event description:
A consumer reported foggy vision in both eyes following bilateral intraocular lens (iol) implant surgery five years ago. He stated he has to wear prescription glasses to make his vision clear. Additional information was requested. There are two medical device reports associated with this event. This report is for the first eye.

Manufacturer narrative:
The lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be identified by the investigation. There has been one other similar complaint in the lot. Additional information was requested by phone, fax and mail on 09/27/2011 and 10/03/2011. (B)(4).